Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Bristles and plastic have broken off - oral-b [device breakage] case narrative: female consumer via e-mail stated that the bristles and plastic have broken off of the oral-b toothbrush head. No injury was reported.